Event description:
Device has been explanted and replaced. Device was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "warranty requirements".

Event description:
Healthcare provider reported left side "warranty requirements." Healthcare provider later reported capsular contracture baker grade IV and "stiffness with pain on palpation and secondary deformity". Device remains implanted.